Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-01051. It was reported that the patient has had elevated capture thresholds since at least 2012. After the patient had an ablation, interrogation of the pacemaker revealed that both the right atrial and right ventricular leads had high capture thresholds, with the atrial lead exceeding the programmed pacing amplitude. The device was reprogrammed to increase the atrial pacing amplitude. There were no patient symptoms reported due to the high capture thresholds and the patient would continue to be monitored.